Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier was not firing. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with another clip applier with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed and passed multiple times. The instrument was fully functional. Visual inspection was performed and no damage was observed. A review of logs did not show any engagement failure. There was no problem detected. A review of the instrument log for the large hem-o-lok clip applier (470230-12/k10220627 0166) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 93 uses remaining after the last procedural use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.